Event description:
It was reported that after a splenectomy procedure, after 24 hours from the intervention, the patient experienced bleeding from the splenic artery sutured with the device. It was necessary for a re-intervention in open and extension of hospitalization. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what color cartridge was being used? Ecr45w. How bleeding addressed? No problem verified during the first procedure. In the revision surgery it was detected that closed to the splenic artery in suture site there was bleeding. Did the patient require a blood transfusion? If yes, how many units were administered? No blood transfusion was required. What is the current patient status? The patient was discharged after the revision surgery.